Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 84% stenosed, 2.77mmx30mm, eccentric, de novo target lesion was located in the moderately tortuous and mildly calcified radial left anterior descending artery. A 2.75mm x 32mm synergy drug-eluting stent was advanced but failed to cross the lesion despite several attempts. When the device was removed from the patient's body, it was found that the tip of the stent itself was deformed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.